Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old male patient had impella cp pump inserted in the right femoral for high-risk percutaneous coronary interventions (hrpci). It was reported that during impella support bleeding from the access site was observed and was noted to be severe. As a result, considerable amount of red blood cells, fresh frozen plasma and albumin were administered. It was noted that the long sheath was peeled away without being pulled out of the body during the peel away. The bleeding was caused because the blood vessel became damage caused by peeling away without completely removing the 25 cm long sheath (peel away) from the body. No further information was provided.